Event description:
It was reported the patient had been experiencing a return of spasticity in the last 6 months. The patient reported "her leg had been bouncing for the last 6 months resulting in many falls and that her entire body had been tight, especially her right arm." The underdose symptoms had been present for the last two refills (about 6 months). At the last refill, it was noted there was more medication in the pump than expected. The physician indicated "there was a small discrepancy in the expected volume vs the measured volume but it was within the range of what is normally seen." The patient was concerned about recent recall notices. The patient was scheduled for replacement of the pump.

Manufacturer narrative:
The serial number is included in the range for the synchromed? El pump motor stall due to gear shaft wear manufactured prior to/ beginning september 1999 physician communication (dated 2007).